Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the reported with the patient pressure not constant warning with the liberty select cycler and the patient¿s hospitalization for fluid volume overload (characterized by chest pain). However, the patient is trained to perform manual peritoneal dialysis (pd) exchanges in the event of not being able to use the cycler for pd treatment. Patients on dialysis are known to have fluid volume overload due to the kidney¿s inability to maintain fluid balance which can be exacerbated by missing pd treatments. Per the patient¿s nurse, the fluid volume overload was attributed to patient non-compliance to perform alternate pd therapy for at least 2 days prior to the event. Based on all the available information, the cycler cannot be excluded as a contributory factor in this event.

Event description:
A patient contact reported the patient was hospitalized for chest pain unrelated to the fresenius cycler. Per the pd nurse, on (B)(6) 2021 the patient was hospitalized due to fluid volume overload (characterized by chest pain). At the time follow-up was completed, the patient remained hospitalized and was reportedly receiving pd treatments in the hospital. No further information about the hospitalization is available. Per the nurse, the patient is trained to perform manual pd exchanges in the event the patient has any trouble completing pd treatment with the fresenius cycler. However, it was stated the patient refused to do manual exchanges for at least 2 treatments. The nurse attributed the hospitalization for fluid volume overload directly to patient non-compliance to manual pd treatment.